Event description:
It was reported that the patient presented to the emergency room with foot pain, where it was observed that the patient's heart rate was in the 30's. When the device was interrogated it was noted to be past end of life (eol). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2004. (B)(4).